Manufacturer narrative:
No procedure ids provided - unable to investigate on past procedures. Clinical applications specialist made modifications to the user's profile. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported that he had several ruptured bags on dense cases.